Event description:
It was reported that since the change in the design of the dilator, tracheostomies have developed significant leaks in the days after insertion, necessitating a return to theatre for surgical tracheostomy insertion. It was also stated that the end of the tracheostomy was abutting the anterior wall. There was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was provided.